Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the homechoice cassette and physioneal bag. The cassette was not connected well with the solution bag. This occurred during setup and preparation for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed and no leaks were observed. Functional tests including self-test and priming were performed, and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.